Manufacturer narrative:
Root cause of this error is that one of the six print heads was set-up incorrectly by the press operator during set-up of a new reel. This resulted in the incorrect ID number being printed in one in every six of the 903 portion of the cards for that reel. This set-up error was wrong through-out the reel and was not detected. The demographic portion of the card is printed separately using different print heads. The demographic portion of the card is accurate. Root cause: human error on initial set up of one of the six printing heads.

Event description:
The device is used by healthcare professionals in the collection and in-vitro storage of neonate blood. The neonate blood is tested to screen the infant for congenital abnormalities of metabolism and other conditions. The device is presented as two joined parts which constitutes the total device presentation. Each card is printed with a unique specimen identification number in two places; on the form providing the infant's demographic details, and on the filter paper to which the blood is applied. The 903 cards supplied to new born screening program, new york state department of health, is a customised card which the customer designs in partnership with whatman, to meet the customer requirements for newborn screening. The complaint from the customer was that two different specimen identification numbers were printed on one card; one number on the form providing the infant's demographic details, (correct specimen identification number) and a different number on the filter paper to which the blood is applied.